Event description:
Information received indicates the head of the bed is rising on it's own.

Manufacturer narrative:
The technician isolated the issue to a stuck button head up button on the pendant control. He replaced the pendent control to repair the bed.